Manufacturer narrative:
The patient¿s first and second distal-end percutaneous lead replacements were reported under medwatch MFR report numbers 2916596-2014-01020 and 2916596-2015-01808. Approximate age of device ¿ 2 years and 11 months. The replaced portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013 and has had two distal end percutaneous lead replacement procedures performed in the past. The first occurred on (B)(6) 2014 and the second occurred on (B)(6) 2015. On (B)(6) 2016, it was reported that the pump was operating abnormally while connected to the power module as well as while connected to battery power. No impact to the patient was reported and specific details were not provided. The system controller log file was reviewed by a representative of the manufacturer's technical services team and captured multiple low speed alarms. X-ray images of the percutaneous lead showed an area of concern just above the area of the previous percutaneous lead replacement on (B)(6) 2015. A distal-end percutaneous lead replacement was completed on (B)(6) 2016 and no further issues were observed.

Manufacturer narrative:
The report of low speed alarms was confirmed based on the information contained in the submitted system controller log file. The atypical events that were captured appeared consistent with a potential percutaneous lead (lead) wire compromise and only appeared to occur while at least one system controller power cable was connected to the power module. Review of the submitted x-ray images showed an area of concern adjacent to the proximal end of the previous distal lead replacement where there appeared to be potential breakdown of the braided shield. Following the distal end lead replacement, approximately 24 inches of the external portion/distal end of the lead was returned for evaluation. Evidence of the previous distal end lead replacement was observed upon examination of the returned lead segment. Electrical continuity testing of the returned lead segment revealed that all wires were electrically intact. Upon removal of the gray shrink tubing at the site of the previous distal end lead replacement, evidence of flexing at this location was observed. The outer silicone sleeve, clear bionate, and copper wrap that had been placed in this site during the previous distal end lead replacement appeared to have been displaced down toward the metal connector end of the lead. Fraying of the insulation and abrasion marks were observed on the wires adjacent to the small section of copper wrap. Severe abrasion as well as a small breach in the insulation of the black wire was observed adjacent to the copper wrap, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to a combination of repetitive flexing and abrasion against the braided shield and copper wrap in this location. Visual examination and high potential testing of the remainder of the lead revealed no other areas of compromised wire insulation. The black wire represents one of the two redundant wires that comprise phase 2 of the three phase motor. If the exposed conductors of the black wire contacted the braided shield or copper wrap while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported interruption in pump function captured in the submitted system controller log file. Although the evaluation of the returned lead segment revealed an issue which could have potentially resulted in the reported interruption in pump function while connected to the power module, it was reported that the patient had also experienced abnormal pump operation on batteries at the time of this event, suggesting remaining wire damage on the internal portion of the lead proximal to the distal end lead replacement. The patient remained ongoing on lvad support with the implanted device at the time of this event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.